Manufacturer narrative:
The company representative replaced the main board (part number 0670-00-0788e). After replacing the main board, the company representative observed that the iabp would not recognize patient data. The company representative replaced the new main board. The iabp was tested to factory specification and was returned to the customer. (B)(4).

Event description:
During a routine check of the iabp, the company representative observed that the iabp did not recognize patient data. No patient was involved.